Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis (fa) team. The instrument had a broken monopolar yaw pulley at the posts. Broken pieces were missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument was damaged. No fragments fell into the patient. The procedure was completed with no reported injury.